Event description:
This is a spontaneous report by a physician from the (B)(6) of bacterial peritonitis with culture positive for streptococcus mitis in a patient coincident with peritoneal dialysis (pd) therapy. In 2009, the patient experienced bacterial peritonitis with culture positive for streptococcus mitis. It was not reported whether the patient was hospitalized or received any remedial treatment. On an unreported date, the patient recovered from the bacterial peritonitis. The action taken with pd therapy was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.